Event description:
It was reported that, during elbow surgery, after the cmrh head size 24mm was assembled with the cmrh stem size 0.2s on the assembly table, the surgeon proceeded to implant the components. Upon impacting the cmrh head size 24mm, it was observed that it was broken with indentation showing the break line. The implant was removed and another duplicate implant was placed. It is uncertain if the breakage happened during implant assembly outside the patient, or whilst impacting the implant in the bone. However, no pieces were observed to fall into the surgical site. Surgery was completed without delay. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Case: (B)(4).

Manufacturer narrative:
Updated upon receipt of returned part: the product was received at the aus site for evaluation. The reported event was confirmed. The following investigative actions were performed. - complaint history review: the complaint history review identified no similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. - clinical/medical evaluation: the root cause of the reported implant radial head breakage cannot be definitively concluded. A user variance cannot be ruled out as a contributing factor. It has been communicated, ¿the surgeon believes the damage could have happened as the scrub was over impacting.¿ additionally, it was reported, ¿surgeon unsure if damage happened then or while impacting implant in the bone.¿ the patient impact beyond the reported is not anticipated as it was communicated ¿no patient injury¿ occurred and no broken pieces fell into the patient¿s surgical wound. - visual inspection: visual examination of the part found that the surface of the cmrh head was broken with an indentation showing the break line. The failure was confirmed. The complaint alleges no injury to the patient nor a delay during surgery. The carbon modular radial head (cmrh) system consists of two separate implantable components: the head and the stem. The head and stem are press-fitted together and are assembled ¿on the back table¿, externally to the patient, by installing the stem into the head and impacting the components with a mallet. After the components are assembled, they are implanted in the patient and secured by further impaction. The complaint indicates that the cmrh head was observed to be broken while impacting the components during the final implantation. The complaint indicates that it is unknown whether the breakage happened during implant assembly outside the patient or while impacting the implant in the bone. The cmrh head is made of pyrocarbon, a material which is known to exhibit brittle overload fracture when subjected to excessive or bending forces. Intra-operative fracture is a known failure mode for the cmrh product line. Visual examination of the part found that the surface of the cmrh head was broken with an indentation showing the break line. Visual inspection could not determine at which point the fracture occurred, therefore a definitive root cause could not be determined. Potential root causes include inadequate or incorrect surgical technique, such as incorrect assembly, and incorrect handling of the implant. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.

Manufacturer narrative:
H3, h6: the product has not been received at the aus site for evaluation, but photographs were provided. The complaint was confirmed. The following investigative actions were performed. - complaint history review: the complaint history review identified no similar reported events for this device. No adverse trend was identified. Future complaints for this failure mode will continue to be monitored and investigated as required. - risk management review (device): identified no issues which could have caused or contributed to the reported event. The failure mode was previously identified by the risk management file and the anticipated risk level is acceptable. - DHR/batch record review: identified no issues or manufacturing abnormalities which could have caused or contributed to the reported event. This review determined that the device met manufacturing specifications upon release for distribution. - CAPA/nc/pra/hhe/field action review: identified no previous events or issues which could have caused or contributed to the reported event. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. - device labeling/IFU review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met labeling requirements upon release for distribution. - product prints/specifications/procedure review: identified no issues which could have caused or contributed to the reported event. This review determined that the device met product specifications upon release for distribution. - clinical/medical evaluation: the root cause of the reported implant radial head breakage cannot be definitively concluded. A user variance cannot be ruled out as a contributing factor. It has been communicated, ¿the surgeon believes the damage could have happened as the scrub was over impacting.¿ additionally, it was reported, ¿surgeon unsure if damage happened then or while impacting implant in the bone.¿ the patient impact beyond the reported is not anticipated as it was communicated ¿no patient injury¿ occurred and no broken pieces fell into the patient¿s surgical wound. The complaint alleges no injury to the patient nor a delay during surgery. As the product has not been received for evaluation, it could not be determined whether the device contributed to the reported event. The carbon modular radial head (cmrh) system consists of two separate implantable components: the head and the stem. The head and stem are press-fitted together and are assembled ¿on the back table¿, externally to the patient, by installing the stem into the head and impacting the components with a mallet. After the components are assembled, they are implanted in the patient and secured by further impaction. The complaint indicates that the cmrh head was observed to be broken while impacting the components during the final implantation. The complaint indicates that it is unknown whether the breakage happened during implant assembly outside the patient or while impacting the implant in the bone. As the device has not been received for evaluation, a definitive root cause could not be determined. The cmrh head is made of pyrocarbon, a material which is known to exhibit brittle overload fracture when subjected to excessive or bending forces. Intra-operative fracture is a known failure mode for the cmrh product line. Potential root causes include inadequate or incorrect surgical technique, such as incorrect assembly, and incorrect handling of the implant. Based on this investigation, the need for corrective action is not indicated as no non-conformances or manufacturing deficiencies were identified and the risk level is acceptable. If additional information is later received, the complaint may be reopened. No further investigation is warranted for this complaint, though future complaints will be monitored and investigated as required. This investigation can be closed.